Manufacturer narrative:
Technician found head section drifted down. Replaced head section cylinder to resolve this issue. Bed in storage.

Event description:
Information received alleged that the head section of this unit would drift down. No injury alleged.